Event description:
The customer called and reported, the insulin pump had alarmed to indicated it had restart unexpectedly and force sensor calibration values were corrupted. Customer's blood glucose was 121 mg/dl. The customer stated, the alarm did not occur during the rewind/prime sequence and she was not able to disconnect at the time to perform troubleshooting. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.